Event description:
On (B)(6) 2012, the patient's caregiver (cg) contacted global technical service (gts) requesting assistance to disconnect the patient to go the hospital. On (B)(6) 2012, global pharmacovigilance contacted the peritoneal dialysis registered nurse (pdrn) regarding the hospital visit. The following information was reported. In 2008, the patient began peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced nausea, vomiting, diarrhea and weakness. On (B)(6) 2012, the patient went to the emergency room (ER) for nausea, vomiting, diarrhea and weakness. On (B)(6) 2012, while in the ER, the patient received vancomycin, intravenously (IV), once for peritonitis and zosyn, IV, once for nausea. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. On an unreported date in the hospital, the patient started gentamicin, 60 mg, daily, intraperitoneally (ip), for the peritonitis. On (B)(6) 2012, the patient was discharged. On (B)(6) 2012, gentamicin therapy was discontinued. On an unreported date in (B)(6) 2012, the patient experienced fullness. Fill volumes were decreased. On an unreported date, the patient experienced failure to thrive, described as unable to eat and could not tolerate food. On an unreported date, the patient's albumin level decreased due to not eating. On (B)(6) 2012, peritoneal dialysis was discontinued and the patient was placed on hemodialysis due to failure to thrive. On (B)(6) 2012, the patient recovered from peritonitis. Nausea, vomiting, diarrhea and weakness are intermittently ongoing. The pdrn considered the events of nausea, vomiting, weakness and peritonitis to be unrelated to pd therapy. The pdrn stated the peritonitis was probably related to the nausea, vomiting and diarrhea as the serratia marcescens is a "gut bug." The pdrn stated failure to thrive was due to the peritonitis event "aggravating everything."

Manufacturer narrative:
(B)(4). This is report 2 of 3. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potentially associated lot (B)(4) with no issues noted during the manufacturing process. There were no deviations from standard procedure.